Manufacturer narrative:
The reagent lot number was 766224. The expiration date was not provided. The field service engineer found a clot in the probe and cleaned the probe. He successfully performed precision with results within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys fsh assay results from the cobas 6000 e 601 analyzer. The initial result was 6.83 miu/ml. The physician asked the laboratory to repeat the sample. The repeat result was 0.6 miu/ml. The customer sent the sample to another laboratory and the result was 7.3 miu/ml. The repeat result from the other laboratory was believed to be correct.